Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor lost connection to the ilet, displaying three dashes on the ilet, and the user re-established cgm communication by toggling the cgm and entering the pairing code. No adverse clinical symptoms reported, and no alerts or alarms. Outcomes included no impact on therapy beyond temporary signal loss and no need for medical intervention or hospitalization. User support included troubleshooting and user education to restore cgm-ilet communication. Investigation of this case revealed a transient cgm-to-pump communication disruption that resolved with re-pairing, consistent with intermittent signal loss between the cgm transmitter and the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user-level corrective action resolving a temporary communication issue.